Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One used 6fr ik sheath was returned for evaluation. Visual inspection revealed that two kinks were observed on the sheath, one close to the hub and the other in the middle of the sheath. It was noted that only the body of 3wsc was returned, and the plug lock (handle) and the locking pin were not returned. A crack was observed on one of the luer hubs of the 3wsc. Functional testing was not possible due to plug lock and locking pin not being returned. However, an unused new 3wsc was obtained in order to replicate the issue seen in the complaint event. It was observed when attempting to rotate the plug lock (handle) forcefully beyond the range of rotation limit (180 degrees from the luer hub to the side-tube) the plug lock (handle) goes beyond the stopper and detaches the handle. Since the plug lock(handle) and the locking pin are press-fitted in the 3wsc cavity, as a result of plug lock detachment the locking pin also dislodges. Dimensional testing was performed. A caliper was used for all od measurements and pin gauges were used for all ID measurements. The 3wsc cavity od was found to be 8.3 mm which is within the minimum requirement specification. The 3wsc cavity ID from the notched side was 5.97 mm which is within the specification and for the other side was found to be 5.67 mm which is within the minimum requirement. Since the luer hubs are tapered only, the ID at the beginning of the luer hubs was able to be measured both to be 4.2 mm which is within the minimum requirement. All measurements were found to be within the manufacturer specifications. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the plug lock (handle) was forcefully rotated beyond the range of the rotation limit. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on (B)(6)2019. Terumo medical received a user facility medwatch report # (B)(4). The additional information description states: "other information about the patient that may have influenced the outcome of the event: chief complaint reason for admission - cto c/b groin hemorrhage history - the patient is a 70 y.o. Male with longstanding cad with ischemic cm (CABG x 5 1994 with occlusion of all svgs and patent lima, ccs class iii-IV angina on maximal medical therapy 2/2 multiple ctos and severe distal lad disease after the lima touchdown), paf (on xarelto), hfref (ef 35%) admitted on (B)(6)2019 for rca cto pci and possible lad pci. Procedure c/b cardiac arrest, requiring intubation and impella placement, c/b bilateral groin hematomas requiring emergent l formal artery surgical repair. Prior to admission course - in (B)(6)2019, he was seen in the cto program clinic for initial consultation as for cto of all native vessels and svg-rca and svg-om. Given his lifestyle-limiting angina, he was scheduled for elective high-risk pci. ICU course (5/1 - 5/10) - pci to lad cto and rca cto were both unsuccessful due to impenetrable caps. Mid lad pci via the lima was successful, but complicated by cardiac arrest requiring CPR (~30min, several rounds of epi) and emergent intubation by ricu. Impella placement through both femoral sheaths not possible due to severe groin tortuosity, wire kinking, large pannus and severe pad. The patient developed bilateral groin bleeding and hematomas. The team was able to control rfa bleeding through balloon occlusion, but unable to control left groin with continued pulsatile bleeding. New rfa obtained with successful placement of 14f impella with blood pressure and pulse. The patient experienced one episode of vf, terminated by ICD. Decision was made not to proceed with ECMO. Vascular surgery was urgently consulted for repair of left groin. The patient subsequently underwent emergent groin exploration with repair of left femoral pseudoaneurysm by vascular surgery. Between the cath lab and or, the patient received a total l0u prbcs, 2u ffp, 2u plt, hydrocort 100mg, ll albumin, cangrelor gtt. He arrived at the ICU in cardiogenic shock. He remained intubated on transfer to the ICU. His groin and scrotum were engorged with blood. Over his time in the ccu, his hematomas migrated back to his flanks but his overall scrotal swelling improved. His cangrelor gtt was transitioned to plavix. He remained intubated until 5/8 because of difficulty weaning down peep given his habitus and his mental status. Ultimately his sedation was weaned, and he passed an sbt/sat and was extubated. He was also treated for a vap with cefepime. He had 1/4 bottles growing methicillin-sensitive staph epi which was felt to be a contaminant. Notably he had significant st depressions with rates> 90 in v2-v4. His st segment changes resolved as his rates improved to the 70s-80s. Hospital course and plan at transfer - bilateral groin hematomas."

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the additional information received in section b5 and to provide the user facilty medwatch that was received. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Expiration date - unknown due to the lot number being unknown. UDI - unknown due to the lot number being unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. Manufacture date - unknown due to the lot number being unknown. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the nurse found one of the patient's central lines leaking in the bed. It is unknown how long it was broken; the line was leaking, and it was plugged back into it. The nurse found that a piece had broken off the introducer stopcock. This left the line both contaminated and an open risk of air entrainment. At the time of discovery there was no air in the line only a carrier leaking and blood backing up. The patient was hemodynamically and otherwise stable. The nurse clamped off the line and alerted the team. The line was removed shortly thereafter. Additional information was received on june 05, 2019. There was no procedure performed at the time of this incident. The nurse was caring for the patient and found that the line had been compromised. There was a carrier line of normal saline running very slowly through the line so saline was dripping out of it. The nurse can not find where they said they plugged something into it. The whole stopcock and the connected white piece that usually fills the area where they found fluid leaking was broken off. The patient had another type of introducer in as well as the one that was removed so there was still access when the broken line came out. The line was saved in a plastic bag after removal.